Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, customer reported they had a force bipolar instrument break on universal surgical manipulator (usm) 2. One of the wheels in the housing fell out and instrument was not opening. Customer was able to replace the instrument with another force bipolar to continue with the procedure as planned with no further issues. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported issue was addressed with phone support. The procedure was completed with back up instrument of same kind with no patient harm. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.